Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins). The patient reports that they were having difficulty recharging and were getting poor coupling. The patient was never able to get more than 2 coupling bars. The patient's pocket is still healing and sore. The patient stated that they would try troubleshooting/antenna locate when the health care provider stepped out the room. The ins is currently discharged. The caller was recommended to charge but was notified that it would take longer. Based on the managing physician's judgment, the ins is not believed to be flipped. An x-ray, and a pa (standing upright) with the spine x-ray was recommended. It was noted that the ins is located in the patient's right buttock. The patient was implanted for non-malignant pain.